Manufacturer narrative:
(B)(4). Concomitant medical products: 423935, ultra-drive iii console, 25135 report source, foreign ¿ events occurred in (B)(6). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-09829 & 0001825034-2017-09825.

Event description:
It was reported that during a total elbow revision the ultra drive was not working. The r pedal would not activate, and the pedal was changed. There was no difference. Once the console was changed, the ultra drive functioned properly. The procedure was delayed for 45 minutes. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined to be not reportable as zimmer biomet does not hold the reportability for this product. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.